Event description:
This shaver handpiece was returned for repair with the report that it would not shut off. There was no patient involvement, no injury and no surgical delay related to this event.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the shaver handpiece was received for evaluation and the reported problem confirmed. The on/off button was found to be inoperative. Further investigation found this handpiece has the potential to activate on its own, related to pc board failure. A design change has been implemented to address this failure mode. To date there have been no reported injuries associated with this failure mode. Conmed linvatec will continue to monitor this product for failures.